Event description:
Reportedly, cardiac output incorrect, erratic, measured data high. No patient injury reported.

Manufacturer narrative:
No defect was found. The product evaluation performed by technical service germany was not able to confirm this issue. The field service engineer carefully inspected the device, but was not able to reproduce any fault which could be related to the reported malfunction. Nevertheless smaller parts not related to the reported fault were replaced. Concluding functional checks as well as a test run succeeded without any further faults.

Event description:
It was reported that during a gyn laparoscopy, the device was being used and the tissue pad came off and fell into the patient. The tissue pad was retrieved. The device burned the colon. A general surgeon was called in, to stitch and repair the burned colon. It is unknown if these are related events. It is unknown how the case was completed. Unknown if there was any other patient consequences.the first device used by the surgeon had the tissue pad come off. The pad was retrieved from patient. Opened new device for right side of patient, and this device inadvertently burned the patient¿s colon. General surgeon placed a stitch in colon to repair. Patient is doing fine.

Manufacturer narrative:
Device not returned